Event description:
A consumer reports seeing "hundreds of floaters" following bilateral intraocular lens (iol) implant surgery. When reading and when walking, he sees black spots. His surgeon told him the floaters are from the jelly in the eye. Additional info has been requested. There are two manufacturer's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 04/18/2008 and 04/30/2008 by mail, fax and phone. A completed questionnaire has not been returned. This report was mailed to FDA on: 05/08/2008.